Event description:
During follow-up, it was noted that the charge time limit was reached on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
No conclusion code available. The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The original hv capacitors were removed and sent for further analysis. The extended charge timeouts were due to an internal hv (high voltage) capacitor anomaly. The device was tested on the bench with a set of known functioning hv capacitors and the charge time was normal.